Manufacturer narrative:
The full identifier for this event is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. A beckman coulter customer technical support (cts) specialist helped the customer over the phone. Cts guided the customer to perform an enhanced cleaning, perform buffer, mid/ ref prime, total prime (eight) 8 times, and perform calibration. The ise alarmed with sample pot overflow error. Cts guided the customer to perform manual cleaning, perform priming. System verification was carried out with calibration and qc, with passing results. In conclusion, the cause of this event is a hardware malfunction.

Event description:
The customer reported obtaining false high erroneous patient results, for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au480 system. The customer indicated that the quality control (qc) was within laboratory established ranges prior to the event. There was no report of impact to patient treatment in connection to event. Customer did not provide details of any patient results. The customer confirmed that the calibration and qc were within laboratory established ranges prior to the event.